Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the air flow was reduced due to a failed air pump. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air flow from the video system center was inadequate. The issue occurred during reprocessing prior to a diagnostic gastroscope procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image when shaking the connector due to a failure of the flat connector. The report is being submitted due to the loss of image found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty connector resulting in no image. Olympus will continue to monitor field performance for this device.